Event description:
Based on review of medical records provided by the pt's attorney: on (B)(6) 2007, right mid-lower abdominal hernia repair with a kugel mesh patch. On (B)(6) 2007, exploratory laparotomy, explant of kugel mesh, repair of recurrent right lower quadrant hernia with sutures. Mesh noted to have contracted. On (B)(6) 2007, repair of recurrent incisional hernia with composix l/p mesh. On (B)(6) 2008, open ventral hernia repair with non-bard mesh. Composix l/p left in place. On (B)(6) 2008, ventral hernia repair with ventralex mesh and abdominoplasty.

Manufacturer narrative:
The pt's attorney initially reported a single composix kugel, which was filed with the FDA under rae 2008004 when davol was originally made aware of the complaint. However, medical records were later received that identified that mesh as a kugel patch as well as identifying an add'l mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt is reported to have developed a recurrence following implant of the composix l/p. A non-bard mesh was implanted to repair the recurrent hernia. However, there was no indication that there was a failure of the composix l/p or that it was explanted. While there is no indication that a failure of the composix l/p led to the recurrence, it is listed as a potential adverse event in the product's instructions for use. A mfg review was performed and did not find evidence of a mfg related cause for the alleged event. While it does not appear that a device failure has occurred, without add'l info, no conclusion can be drawn. Refer to MDR 1213643-2011-00695 for info regarding the kugel patch implanted on (B)(6) 2007.